Event description:
It was reported that the patient was having loss of stimulation. The patient underwent a revision procedure wherein the leads were replaced, and patient was doing well postoperatively. The explanted products were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).